Event description:
It was reported that the micro sagittal saw burned up during an unknown procedure. The procedure was completed successfully using the same device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was observed to be corroded on one side and had an electrically burnt odor. The presence of corrosion in the motor assembly could cause or contribute to the handpiece to burn up.